Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion. This occurred during testing to mimic a "midas event". An alarm was received by forcing the upstream occlusion. The reporter stated that "they did not see an alarm on the screen or hear an audible alarm" seven minutes later. Keystroke data confirmed the alarm. Propofol (1000mg/ml) was infused at a rate of 10.2ml/hour and 20mcg/kg/hour. The primary tubing had a 22-guage needle, and the bottle was vented. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H6 health effect-impact code: should be f27 and not f26. Additional information h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.